Event description:
Per the clinic, the patient developed an infection resulting in extrusion of the reference electrode, the issue could not be resolved. The device was explanted on (B)(6) 2012. Reimplantation is planned after the infection has resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.